Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter continued to display the battery indicator due to not holding a charge. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with novolog insulin and lantus insulin (at night). It is not known if the patient made changes to her usual management routine. The patient denied developing symptoms or receiving medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms and denied receiving medical treatment. However, this complaint is being reported because the alleged power issue remained unresolved.